Manufacturer narrative:
Follow-up # 1 date of submission 8/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/05/2016 with the following findings: during visual inspection of the pump, it was observed that the display screen was dim and discolored. A leak test was performed and failed due to a leak in the battery compartment. There was evidence of moisture corrosion in the battery compartment on the back side of the battery canister. There was also moisture observed behind the display but the investigation was unable to confirm the initial complaint about the display being cloudy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was cloudy with moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.